Event description:
The customer reported poor image quality on the system lines and image defect in endoscopy image intermittently. Procedures are uneffected and completed without injury to pts. There were also way lines on the lift screen.